Event description:
Rn hooked pt up to continuous chemo. Pt called 2 hrs after hookup complaining of numerous "air in line" alarms. Attempted to troubleshoot via phone. Rn made home visit to assess, unable to determine source of problem but suspected pump malfunction due to unexplained alarms. Requested new pump be sent to pt. Rn made return visit to hook up new pump and pt had chemo clamped and shut off due to "leaking." Upon further assessment by rn, tubing found to have a "slit" or "break" near where the tubing exits the cassette and tapers into smaller diameter more rigid tubing. This tear in the line was allowing air to get in to line and also caused 5fu to leak out.